Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope sheath ceramic tip was loose. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2(unmark health professional),h6(medical device problem code is being corrected to 1371 - loose or intermittent connection). The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the reported fault patterns indicate that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.